Manufacturer narrative:
Implanted: 2012. (B)(4) - percutaneous drain required. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
Implant date: 2012. Pt demographics: (B)(6), female, (B)(6), smoker (50 pack years), hypertension, diabetes. Failed conservative treatment. Previous surgery l2-l5, previous cervical surgery. Concommitant medications include statin, ace or arb inhibitors, narcotics, hypertension medications, non-insulin diabetes medication, it was reported that the patient presented with radiculopathy and extremity pain. The patient was diagnosed with anterolisthesis l4-5, stenosis l3-l5, back pain dist l2-s1. The patient underwent an open posterior surgery consisting of fusion l2-s1. Autologous local bone, rhbmp-2/acs, posterior instrumentation, and calcium-based bone graft substitutes were used. Local antibiotics were applied and x-ray verification of levels was done. The patient was discharged home. The patient's 30-day nrs was 8. The patient's 30-day odi was 68. The patient required a percutaneous drain post-discharge.

Manufacturer narrative:
Additional information.

Event description:
Patient's pre-op baseline function odi was 36. The patient was diagnosed with degenerative disc disease. Patient's surgery consisting of laminectomy at l3-s1, laminotomy facetectomy at l2-l3 and discectomy at l3-l4 was done by using static instrumentation- pedicle screw/rod at l2-s1, wiring/cables, spinous process spfix, laminar screws and cage at l2-l4. The patient presented for post-discharge follow ups (for at least 30 days), and required non-operative interventions: post discharge - percutaneous drainage.